Event description:
Complainant alleged that during biomed testing, the device was connected to a simulator on a stretcher in a parked ambulance. The device charged successfully on first attempt. However, on second and third attempts, the device failed to charge, displayed an unknown error message and the display went blank. During subsequent biomed testing, the alleged malfunction was not duplicated. Complainant indicated that there was no patient involvement in the reported malfunction.